Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after unpacking catheter, noticed that it was kinked and nearly broken direct distal from the white marker. The catheter was broken at the middle location. The patient was undergoing flow diversion of an aneurysm. There were not any patient symptoms or complications associated with this event. New different medtronic catheter was used without issue and procedure completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event occurred prior to the procedure. The marathon micro catheter was returned for evaluation and the clinical observation was confirmed. As received, marathon micro catheter returned separated into two segments. The outer tubing, inner liner and inner wire were found to be separated at the distal end of the fluoro marker. The separated ends did not exhibit plastic deformation (jagged edges, necking, stretching). Based on the device analysis and reported information, the reported issue was confirmed. Additional investigation was performed, however, the root cause could not be determined at this time. Based on the analysis findings, additional guidance was provided to the manufacturing team. These events will continue to be monitored as part of complaint trending and monitoring. If information is provided in the future, a supplemental report will be issued.